Event description:
While working on pt's right knee, during bilateral total knee replacements, the ortho lock extraction pin broke off leaving approx 2cm of the pin in the pt's right tibia. The physician was unable to retrieve the broken portion and he notified the pt of the incident.